Event description:
It was reported the patient presented via merlin.net that his implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing therapy due to the proximity of electromagnetic interference. The patient was advised to avoid of electromagnetic interference. The patient was stable and will continue to be monitored.